Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced pump stop events and red heart alarms. The pt was switched to their backup system controller and the alarm condition resolved. Reference user facility report (B)(4).